Manufacturer narrative:
The manufacturer previously reported a trilogy evo device was alarming for a "service required" alarm code indicating a sensor mismatch error occurred. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center, and the customer complaint was confirmed. The device's machine flow sensor was found to be contaminated with dirt and needs to be replaced to address the issue. The service center is waiting for repair parts to be delivered to repair the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy evo device was alarming for a "service required" alarm code indicating a sensor mismatch error occurred. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.